Event description:
Per the clinic, the patient experienced pain and bleeding at the abutment site and was treated with a topical steroid ointment and a topical antibiotic ointment (specific dates and duration not reported).